Manufacturer narrative:
As of this filing, the used/damaged spectrum autopass suture passer needle has not been returned from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Device has not yet been returned .

Event description:
The user facility reported that during use of the spectrum autopass suture passer needle with a spectrum autopass suture passer in a shoulder arthroscopic rotator cuff repair procedure, the tip of the needle broke off inside the patient. As reported, the tiny broken tip could not be found and presumably was left somewhere inside the shoulder joint. Other than a five minutes delay, the procedure was otherwise completed with no further complications or serious injury to the patient. This report is filed on the basis of potential injury with recurrence.

Manufacturer narrative:
Follow-up with the customer revealed that the involved spectrum autopass needle is not expected for evaluation as it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported needle breakage was not able to be determined. This lot with the (B)(4) was manufactured on 13-jul-2015. There have been a total of seven (7) complaints received for this item and lot number combination. A 2-year review of complaint history shows there have been a total of 32 reports of "needle tip breakage" received for this product. (B)(4). To date, there has been no patient long term adverse effect resulting from this type of incident. The autopass suture passer and needle were released in oct-2014 and the use of this product is technique dependent. This failure mode is addressed in the dfmea and the risk analysis has been deemed acceptable per new product quality engineer monitoring. The needle shaft and blade are made of 96se508 super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury. Device was not returned.